Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. It was reported the patient felt pain in the buttocks and was treated with over-the-counter medication. Pain is a signal from the nervous system that something is wrong. This sensation can be felt as sharp, stabbing, ache, dull, chronic, intermittent, or severe. Pain in one area can be caused by something being wrong in a different area or termed as referred pain. For instance, pain in the buttocks could be caused by a spinal issue and so on. The allegation of buttocks pain that was treated with otc medications was not related to the products implanted and allegations to components. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is experiencing pain in their glutes. The pain is currently being managed with pain medication. No revision has been reported to date. Attempts have been made, and no further information is available.

Manufacturer narrative:
(B)(4). D10: item name: g7 pps ltd acet shell 54f; associated item number: 010000664; lot: unknown. Item name: delta cer fm hd 036/0mm 12/14; associated item number: 650-0837; lot: unknown. Item name: unknown liner; associated item number: unknown; lot: unknown. G2: foreign: france. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient is experiencing pain in their glutes. The pain is currently being managed with pain medication. The patient received over the counter medication, not prescribed medication. No revision has been reported to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were corrected: b5; d4, h6 impact. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.